Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 446 mg/dl. The customer's current blood glucose is 87 mg/dl. The customer did experience any symptoms such as abdominal pain and vomiting. Customer was treated with IV hydration and IV insulin. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.